Event description:
A customer reported an issue with their pump, where some parts of the display were blacked out, but it was still partially interactable. There was no adverse impact to the customer¿s blood glucose level as the levels did not exceed 500 mg/dl or fall below 54 mg/dl. Technical support agreed to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy.